Event description:
It was observed that during the device inspection, the ultrasonic gastrovideoscope exhibited acoustic lens has a chip (damage level; reach to the glue-layer). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to handling mistake of the customer or wear/damage caused by an increase in time of usage caused the lens to chip. However, a definitive root cause could not be determined. Phenomenon might be prevented by following these descriptions. ¿do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images¿. Olympus will continue to monitor field performance for this device.